Manufacturer narrative:
Final analysis of extension model 7482 showed extension body conductor broken coiled wire in body. Final analysis of extension model 7482 showed extension body conductor broken coiled wire in body.

Event description:
It was reported that the impedances of the patient¿s device were high during an unrelated pump implant procedure. It was noted that the physician performed a revision surgery and found the extension cables were broken. It was further noted that the extensions were replaced. Additional information noted that the patient¿s therapy was effective until the patient ¿suddenly¿ stopped having improvement from it. It was further noted that the connection between the electrode and the extension was behind the mastoid, located a couple of centimeters below and behind the ear. It was noted that the extensions were ¿broken next to the implantable neurostimulator.¿ it was unknown if this occurred before or after the patient¿s unrelated pump implant procedure.

Manufacturer narrative:
Product ID 7482, serial# unknown, explanted: 2013-(B)(6), product type extension product ID 7482, serial# unknown, product type extension. (B)(4).